Manufacturer narrative:
Sections with additional information as of 30-jun-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer attempted to contact customer on several occasions to ensure the initial concern was resolved -unable to establish contact with customer.

Event description:
Consumer reported complaint for unknown error message. Customer did not have lancing device available and was unable to troubleshoot. At the time of the call the customer felt well and did not report any symptoms. Customer stated he had gone to the hospital six days prior to call; customer stated he had not been able to obtain a result using the true metrix meter. Customer was diagnosed with hyperglycemia and hypertension and was given insulin. Upon discharge customer's metformin was increased from 500 to 850 mg a day. The product storage was not disclosed. The test strip lot manufacturer¿s expiration date is 07/20/2022 and open vial date was not disclosed.